Manufacturer narrative:
Lensar cas was on site to support cases. During review, it appears some micro bubbles interfered with the localized imaging and altered the arcuate depth placement. The surgical images show a bubble that entered the anterior chamber upon arcuate creation. When the surgeon opened the arcuate manually, it was found the arcuate was full thickness. The files were reviewed with the surgeon.

Event description:
On (B)(6) 2016, a user talked with a lensar cas concerning laser settings/parameters. User stated that in the last two weeks, they have had corneal perforations using the arcuate incisions (she thinks two cases). She said the perforation happened during the phaco procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2016, a user talked with a lensar cas concerning laser settings/parameters. User stated that in the last two weeks they have had corneal perforations using the arcuate incisions (she thinks two cases). She said the perforation happened during the phaco procedure.